Manufacturer narrative:
Product analysis summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that there is corrosion on the proximal ring in the trifurcation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned with no information. The lead had been previously capped prophylactically with no performance allegations. Upon product analysis the rv lead tested out of specification.